Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. Unit returned in a generic plastic bag. The unit returned has wire kinked, as part of overall visual revision. The device has the spring tip kinked and stretched and kinks in the body of the device. Overall length and outer diameter of distal tip couldn't be measured due to the device condition. All other outer diameter were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2015-07943. It was reported that the burr was stuck on the wire. Vascular access was obtained via the femoral. The 90% stenosed, 50x3mm, concentric, de novo target lesion with was located in the moderately calcified proximal to distal left anterior descending (lad) artery. During preparation, the physician attempted to platform outside the patient's body using a 1.25mm rotalink plus and a 330cm rotawire. The maximum speed was set at 175,000rpm. The burr was loaded onto the rotawire and rotated at 165,000rpm. The burr was rotating for maximum of 10 seconds; however, the burr stalled and it was noted that the burr was stuck on the rotawire. The burr was entangled with the rotawire and was unable to be removed. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-07943. It was reported that the burr was stuck on the wire. Vascular access was obtained via the femoral. The 90% stenosed, 50x3mm, concentric, de novo target lesion with was located in the moderately calcified proximal to distal left anterior descending (lad) artery. During preparation, the physician attempted to platform outside the patient's body using a 1.25mm rotalink¿ plus and a 330cm rotawire¿. The maximum speed was set at 175,000rpm. The burr was loaded onto the rotawire and rotated at 165,000rpm. The burr was rotating for maximum of 10 seconds; however, the burr stalled and it was noted that the burr was stuck on the rotawire. The burr was entangled with the rotawire and was unable to be removed. The procedure was completed with a different device. There were no patient complications reported and the patient's condition was stable.